Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up report.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified, which occurred on (B)(4) 2010 during cycle 3. The patient's ultrafiltration reading was 1094ml, indicating the home patient (hp) drained 1094ml more than their programmed fill volume of 1300ml. This information gave a total drain volume of 2394ml, which meets iipv criteria.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (the event date, patient age, sex, and weight are unknown). During the procedure, the physician felt strong resistance and the guide catheter broke as the guide catheter was retracted for stent deployment. The procedure was successfully completed with another flexima biliary stent system no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B)(4). The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intraperitoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain - false empty detect. The minimum drain volume setting was too low. The device will be routed to the service area. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A label review was conducted and found to be sufficient. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intraperitoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain - false empty detect. The minimum drain volume setting was too low. The device will be routed to the service area. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A label review was conducted and found to be sufficient. The root cause investigation is in progress through (B)(4).